Event description:
The complainant reported a patient was on impella cp and during the implant, the placement wire could not be removed and formed a loop in the descending aorta. The wire was removed pulling it from the radial artery using a snare catheter. However, the blood vessel was damaged by the 18-inch wire, and the patient experienced intra-abdominal bleeding, so a stent graft was placed. Additionally, the patient had severe aortic regurgitation (ar) and hemodynamic collapse occurred. The pump was repositioned; however, this did not improve the ar. The patient's outcome is unknown.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smart assist. Section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smart assist system. Section: warnings & cautions: warnings. Section: pre-support evaluation. Section: impella cp with smart assist catheter insertion. Section: axillary insertion of the impella cp with smart assist catheter. Section: use of impella with transcatheter aortic valves. "In patients with transcatheter aortic valves position the impella system carefully to avoid interaction with the transcatheter aortic valve prosthesis. "Unintentional interaction of the impella motor housing with the tavr device may result in destruction of the impeller blades. This can lead to systemic embolization, serious injury, or death." In this situation, avoid repositioning while the device is running; turn the device to p0 during repositioning or any movement that could bring the outlet windows into proximity to the valve stent structures. If there is low flow observed in a patient implanted with a transcatheter aortic valve prosthesis, consider damage of the impeller and replace the impella as soon as possible.¿ section: impella cp with smartassist catheter insertion ¿impella catheter performance will be compromised if correct placement cannot be confirmed. While other imaging techniques, such as transesophageal echocardiography (tee), portable c-arm fluoroscopy, or chest x-ray can help confirm the position of the impella catheter after placement, these methods do not allow visualization of the entire catheter assembly and are inadequate for reliably placing the impella catheter across the aortic valve¿ section: use of echocardiography for positioning of the impella catheter. Impella catheter inlet to the aorta, ¿if the inlet area of the impella catheter is too close to or entangled in the papillary muscle and/or subannular structures surrounding the mitral valve, it can affect mitral valve function and negatively impact catheter flow.¿ section: understanding and managing impella catheter position alarms, ¿if the impella catheter is completely out of the ventricle, do not attempt to reposition the catheter across the valve without a guidewire.¿

Event description:
Additionally, the patient expired on support. The cause of death was determined to be circulatory failure due to abdominal aortic injury and abdominal hemorrhage. However, it is unknown if the impella was related to the cause of death.

Manufacturer narrative:
B2: death and date of death added based on additional information received regarding the patient outcome. B5: updated with additional information regarding the patient outcome. H1: type of report revised based on additional information received regarding the patient outcome. H6: health effect - impact code 1802 death added. Heart valve damage: after the introduction of impella, severe aortic regurgitation occurred and the patient's hemodynamics collapsed. The device was switched to va-ECMO and repositioned, but the patient's condition did not improve. Cp explanted and ar was alleviated. The pump was not returned. The cause of the aortic regurgitation was not determined since product was not returned and insufficient clinical details. Product damage (guidewire damage - great vessel): following initial placement of the pump, placement wire could not be removed and formed a loop in the descending aorta. The 18-inch wire was removed by pulling it from the radial artery using a snare catheter. However, the blood vessel was damaged by the 18-inch wire, and the patient experienced intraabdominal bleeding, so a stent graft was performed. No product was returned. The cause of the product damage (guidewire damage - great vessel) was not determined since product was not returned and insufficient clinical details.